Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Additionally, a minimum fill notification occurred after the user filled the cartridge with 200 units of insulin during the load sequence. Insulin was added to the cartridge and was reloaded to resolve the issue. Customer¿s blood glucose level was 136mg/dl.